Manufacturer narrative:
Concomitant product: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
Information was received from a consumer and a company representative regarding a patient receiving intrathecal fentanyl (concentration 500mcg/ml; dose 160.23mcg/day) and bupivacaine (concentration 2.5mg/ml; dose 0.8012mg/day) via an implantable infusion pump. Patient history included non-malignant pain and complex regional pain syndrome type I. The patient had a back surgery at the end of (B)(6) or early (B)(6) 2015 that was clinical in nature and was not related to the device system or therapy. On (B)(6) 2015 the patient was seen for a pump refill at which time the staples were removed from the back surgery. The patient had another pump refill on (B)(6) 2015. On (B)(6) 2015 the patient started hearing a pump alarm. Pump logs showed multiple motor stalls and recoveries. A motor stall had occurred on (B)(6) 2015 at 14:28 and recovered at 15:23. Another motor stall was recorded on (B)(6) 2015 at 11:33 and did not recover. The patient had not recently had magnetic resonance imaging (MRI) and it was confirmed that a programmer magnet was not used initially for interrogation. There were no patient symptoms. The pump was replaced on (B)(6) 2015. Patient outcome was not provided. Additional information has been requested but was not available at the time of this report.